Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2012; dtba1d1 crt-d, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered a warning for pacing impedance. Trending information indicated impedance was chronically low. The lv lead remains in use. No patient complications have been reported as a result of this event.